Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The keypad buttons were reportedly hyperresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: evaluation revealed that the keypad is fully intact. All of the buttons responded appropriately. There was no contamination under the buttons. There was no defect found.